Event description:
The customer called to report high blood glucose levels all day. The reported blood glucose reading was 600 mg/dl. The customer later called to report that she was hospitalized due to high blood glucose levels. The reported blood glucose reading was 82 mg/dl. Troubleshooting was performed and the insulin pump had the wrong time and date performed. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.